Event description:
The distributor contacted heartsine to report a malfunction with their device's voice prompts. Absence of voice prompts may lead to an inability understanding how to use the device correctly, which could prevent or delay defibrillation therapy. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate the reported issue. The device performed to specification throughout the investigation. Information from the device memory showed only one log entry was recorded between a span of twenty days, which could suggest that the pad-pak was removed from the device between these entries, or it was incorrectly seated, which would have led to the reported fault. However, no abnormalities were identified with the fitment of the pad-pak within the AED. Given the reported fault, no fault or abnormalities identified with the returned device and pad-pak, the investigation is unable to conclusively determine a root cause. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report a malfunction with their device's voice prompts. Absence of voice prompts may lead to an inability understanding how to use the device correctly, which could prevent or delay defibrillation therapy. There was no patient involvement reported with this event.